Event description:
Dr. Informed lifc that he used a piece of strattice in an abdominal wall reconstruction procedure. It was reported as follows: the ventral hernia defect, in relaxed state was approx 8-9cm. With component separation, dr. Was able to achieve primary closure without tension. The strattice (20 x 20 cm) was cut in half, then half was trimmed to elliptical shape. Utilizing underlay technique with prolene 1-0, first stitched circumferentially, beginning at 11 o'clock position and around. Began anchoring sutures. When placing anchoring suture at 5 o'clock position, dehiscence/tear occurred near the costal margin. After removing strattice piece with tear, dr. Utilized remaining part of the same strattice graft, again trimmed into ellipse, to repair defect. The procedure was completed, without further incident and achieving desired result. Dr. Returned the part of the graft with tear to lifecell for eval.

Manufacturer narrative:
Method of eval (to be specified): review of the device history records for lot s10504. Query of lifecell complaint system for any similar complaints reported to lifecell against the devices distributed from lot s10504. Visual and histological eval of the returned device. Review of the medical info of the event by the internal committee including quality, regulatory, and medical affairs. Results of eval "other": review of the device history record for strattice lot s10504 revealed no deviations that would have an impact on processing steps associated with the nature of this complaint; in process thickness measurements for lot s10504 were within the spec. To date, 140 devices processed from this lot were distributed, including 40 devices that were reported as implanted, with no similar complaints reported to lifecell against this lot. Eval of the returned device revealed the thinner area on the graft. In this area tearing is present, which clinically occurred intraoperatively. The collagen structures at the periphery and in the region of tearing appear histologically similar. Internal committee concluded that the device malfunctioned; we could not identify the cause of malfunction. Event is reported, since a recurrence of the malfunction would be likely to contribute to a serious injury; however, as stated in the instructions for use, "tension and suture placement is application dependent. For hernia repair applications, surgical experience with soft tissue implants indicates that suturing strattice under tension with a minimum of 3cm - 5cm underlay may produce improved results".